Event description:
Attempted to place clip from instinct plus endoscopic clipping device, clip would not deploy. It was opened back up and tried again, clip attached to mucosa, but would not release from deployment device. Clip was removed from the patient still connected to the deployment device via endoscope. Manufacturer response for endoscopic clipping device, cook medical (per site reporter).